Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. All the buttons functioned properly and there was no button error alarm during testing; however, there was moisture damage on the keypad traces. The following cosmetic damage was also noted: a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during basal delivery, and that he could not receive his basals. The patient's blood glucose at the time of incident was over 300 mg/dl troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.